Event description:
It was reported that, during an acl (anterior cruciate ligament) reconstruction, after fixing the biorci 10x35mm screw to the tibia, when the extended leg was placed, it was noticed that the 10x35mm screw was passing with difficulty and it broke. The broken screw was recovered using a needle holder and a screwdriver. The procedure was successfully completed without significant delay using a back-up biorci 10x30mm screw into the same bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 7207568 scr biorci 10x35mm strl bx 1intended for use in treatment has been returned for evaluation. The information provided states: ¿during an acl (anterior cruciate ligament) reconstruction, after fixing the biorci 10x35mm screw to the tibia, when the extended leg was placed, it was noticed that the 10x35mm screw was passing with difficulty and it broke. The broken screw was recovered using a needle holder and a screwdriver¿. Visual assesment confirms fractured screw. The distal threads have been chewed up. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. Per instructions for use: ¿excessive force should not be placed on the delivery instrument¿. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.